Manufacturer narrative:
Follow-up: - devices not available for investigation. - all components revised.

Manufacturer narrative:
Batch review performed on 7 april 2025: lot 2307482: (B)(4) items manufactured and released on 06/06/2023. Expiration date: 23/05/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved batch reviews performed on 7 april 2025: gmk-spherika 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot 2242030: (B)(4) items manufactured and released on 02/02/2023. Expiration date: 18/01/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.0410fl tibial insert fixed sphere flex size 4/10 mm l (k121416) lot 2244438: (B)(4) items manufactured and released on 30/01/2023. Expiration date: 13/01/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
About 1 year and 9 months after the primary surgery, the patient was revised due to signs of inflammation (subquadricipital effusion), of unknown origin. Patient's natural patella was also resurfaced. Hypotheses remain a possible chondrolysis of the patella or an allergic phenomenon.